Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the bilateral leads. Surgical intervention may be undertaken to address the issue.